Manufacturer narrative:
This report is submitted on september 09, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported) and was treated with oral antibiotics (specific date and duration not reported). Subsequently, the patient underwent a revision surgery on (B)(6) 2022 while being placed under general anesthesia in order to have abutment removed and a skin revision was also performed during the same surgery.